Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the alleged load process issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the customer experienced a blood glucose (bg) level which displayed as "high"; however, a specific value was not provided. Reportedly, the customer did not complete the load sequence resulting in the elevated bg. Customer completed the load sequence and delivered a correction bolus via the pump to address bg. Ultimately, the customer reverted to an alternate method of insulin therapy.